Event description:
A 16 french introducer kit used for insertion of transfemoral aortic valve. When introducer withdrawn from right femoral artery, sheath noted to be torn, (approx 4 inch tear) at upper 2/3rd of introducer.